Manufacturer narrative:
Added d4 information: catalog, serial, expiration date, and UDI.

Manufacturer narrative:
H4/h5 populated.

Manufacturer narrative:
The physician stated that the diameter (7.1 mm-7.8 mm) of the access vessel was narrow. The 20fr dryseal sheath outside diameter is 7.5 mm.

Event description:
On (B)(6) 2021, this patient underwent endovascular treatment of a aortic arch aneurysm whereby a gore® dryseal flex introducer sheath was utilized. The sheath was inserted from left femoral artery access. Resistance was noted during the insertion. After removal of sheath, access vessel rupture of the left external iliac artery was observed. Two additional stent grafts were deployed to treat the rupture. The patient tolerated the procedure. The physician stated that the diameter (7.1 mm-7.8 mm) of the access vessel was narrow. The 20fr dryseal sheath outside diameter is 7.5 mm.